Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned vtcb/8.3 flexima catheter revealed the device was returned loaded with flexible stiffening cannula. Residue was present on the device to indicate handling. Visual examination found that the catheter loaded with the flex cannula was cut in to two. Both sections of the catheter and flex cannula were returned. The catheter was found to be cut 18.5 from distal end of heat shrink and the flex cannula was cut 28 cm from the distal end of its cap/hub. All broken sections of the suture including stopcock key were accounted for and the suture was found to be cut 37.5 cm from the crimp. The cut appears to be made by scissors or scalpel likely during customer handling/ return of the device. Examination of the sections of the catheter device revealed white material was found stuck to coated section of the catheter including the distal end/pigtail that was in contact with the packaging card. It appears that the coated section of the catheter device stuck to the packaging card insert which is packaged inside the pouch with the catheter and during the customer attempt to remove the catheter from the pouch during unpacking, the white material from the packaging card adhered to coated sections of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design due to packaging design change which introduced the packaging card inside the pouch. (B)(4).

Event description:
It was reported that during device preparation for a treatment procedure a visual defect was observed. A 8.3 flexima diagnostic catheter was selected for use, however during preparation a visual defect was noted. On the distal tip of the device a foreign material with an appearance of some sort of 'nub' was present. Another of the same device was selected and the procedure was successfully completed. No patient complications were reported and the patient's status is ok. Additional information indicates that the flexima diagnostic catheter appears to have been stuck to the pouch and was received in two pieces.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device preparation for a treatment procedure a visual defect was observed. A 8.3 flexima diagnostic catheter was selected for use, however during preparation a visual defect was noted. On the distal tip of the device a foreign material with an appearance of some sort of 'nub' was present. Another of the same device was selected and the procedure was successfully completed. No patient complications were reported and the patient's status is ok. Additional information indicates that the flexima diagnostic catheter appears to have been stuck to the pouch and was received in two pieces.